Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery they could not achieve flow greater that 1l per minute. Product was used for 9 1/2 hrs and the case was on and off bypass multiples times. After changing out the oxygenator, they were able to establish flow at the appropriate liters per minute. It was noted that there were blood clots found in the reservoir. The product was changed out. There was greater than 200mls of blood loss. Pt experienced hemodilution during cardiopulmonary bypass surgery and required several units of blood during case. The pt expired.